Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. No injury or medical intervention was reported. The event date is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all performance specifications, including temperature assessment, and no problems were noted. If additional information becomes available, a supplemental report will be sent.